Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a left laparoscopic benign nephrectomy, the device snapped while retracting the kidney and had 1-2 mm missing piece(plastic and non-sharp)which was not found. Action taken - snapped retractor was identified immediately and both retractors discarded and replaced. The missing piece was looked for (this is a plastic piece therefore imaging would not be helpful- this 1-2 mm piece was not identified in any area of our surgical field -(we use retroperitoneal approach) the surgeon completed the case with a new device which snapped as well. The 5 mm plastic piece was removed instantly. At the end of the procedure a further meticulous search was carried out for 15-20 minutes but the 1-2 mm plastic piece was not identified. After removing the nephrectomy specimen a further search was done and again with no luck. The decision was taken that if this small piece was still inside the surgical field it will be unlikely to cause harm and any further dissection or open conversion would not be in the patients best interest. The wound was closed.